Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip applier instrument was not clipping. The customer was able to load the clip, but the system was not accepting the clip applier instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: customer confirmed that the clip applier instrument would not engage with the robot. The instrument was inspected prior to use and no noted damage. This occurred prior to clip application (instrument in patient). The issue was during first application attempt. The site used a back-up instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large clip applier instrument to perform failure analysis. The large clip applier instrument was analyzed and found to fail the clip test due to a broken input disk at the proximal end, causing the clip applier not to clip. Additionally, the instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. There was no report of recognition or engagement failure during this procedure on the logs. The instrument was found to have a broken input disk. Input disk 6 was found completely broken from the inside of the housing, causing the clip test failure. The complaint was confirmed by failure analysis.